Manufacturer narrative:
(B)(4). The customer reported eight occurrences, and eight of the eight reported samples were returned for evaluation. All of the eight samples arrived in an open pouch, primed. A visual inspection was performed on all of the eight samples, and no obvious abnormalities were observed with the tubing or components. Each sample was spiked into a 1000ml solution bag containing reverse osmosis water and re-primed. During this procedure no tubing or connections leaks were noted. The male luers were then iso gauged and iso water pressure tested. All eight male luers failed the iso gauging requirements as they were found to be too small. All of the eight male luers passed the iso water pressure test with no leaks observed. Since all of the male luers were found to be too small, and insufficiently sized male luers are a known cause of leaks, the reported condition was confirmed in all of the eight samples. This issue is being investigated through CAPA. A batch review was performed on the reported lot with no deviations found.

Event description:
A customer reported to baxter corporate product surveillance a clearlink duo-vented solution set in which a leak occurred at an unspecified location. The medication that was being administered is unknown. The leak occurred at an unknown time after therapy was initiated. There was a patient involved. However, there were no reports of patient injury, adverse events or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.